Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the 6f guidezilla ii guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed tip damage (misshapen), distal shaft damage (flattened) stating 6cm from the tip, numerous kinks in the distal shaft, numerous kinks in the hypotube, and collar damaged and flattened at the distal end of the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device would not cross the lesion. The 80% stenosed target lesion was located in a moderately tortuous, and moderately calcified left circumflex artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the guidezilla failed to cross the lesion. The procedure was completed with another of the same device. No patient complications was reported. However, device analysis revealed that the collar was damaged.